Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove the protective sheath was not confirmed due to the sheath not being returned for analysis. The reported inflation difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty or difficult to remove protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging of the 3.5x15mm trek balloon dilatation catheter (bdc), resistance was met during removal of the protective sheath. After the protective sheath was removed, the trek bdc was inflated outside the patient's anatomy; however, the balloon did not inflate properly. The trek bdc was not used for the procedure. There was no reported patient involvement and no reported clinically significant delay in the procedure. An unspecified bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.